Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 6¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 10¿¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The mini-apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device revealed a drop in pump flow consistent with the patient¿s transplant surgery. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate patient handbook, rev. D, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events including bleeding and infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an apical pseudoaneurysm near the mini-cuff. The pseudoaneurysm was confirmed via computed tomography (CT) scan of the chest with contrast. The patient was expedited for transplant and transplanted on 07jan2022. The surgeon reported that the apical cuff was completely detached from the heart and the heartmate 3 was pumping blood from the pseudoaneurysm. It was suspected that infection around the apical sutures caused the pseudoaneurysm. Cultures confirmed staph epidermis infection. It was noted that the patient had an increased white blood cell count and was treated with intravenous vancomycin.